Event description:
It was reported that during a stage 2 implant, the patient wasn't experiencing motor response or stimulation. Imaging was performed to confirm lead placement and the connections between the lead, screening cable, and screener was confirmed. Follow up information received clarified that the doctor had accidentally cut the lead during the procedure, causing the lack of stimulation. The lead was replaced during the procedure and the surgery was reported as successful. The patient outcome was reported as recovered without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model: unk, lot#: unk, implanted: unk, explanted: na, external neurostimulator model 3625, serial # unknown. (B)(4).